Manufacturer narrative:
One used endotracheal tube was returned for product inspection. No obvious discrepancies were detected during visual inspection. During functional testing, the device cuff was inflated with air and the device was submerged in water. Bubbles were observed escaping a 2mm hole in the device cuff. A review of the device history records for the reported lot was reviewed. No non-conformities were noted during product manufacturing. Manufacturing performs a 100% leak test prior to product release. Had the hole been present at that time, the cuff leak would have been detected and the device scrapped. No evidence was found to suggest the reported event was related to an intrinsic product fault. The cuff is believed to have become damaged during device use.

Event description:
The user facility reported that the endotracheal tube cuff was found leaking after an unknown amount of time in use. The device was replaced. No adverse effects to the patient were reported.

Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.